Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the dermatitis cannot be ruled out. Dermatitis is an expected event with optune gio device use (ef-11 0% and 2% ef-14 optune arm).

Event description:
A 75-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. During review of the patient´s medical records, received by novocure on (B)(6) 2024, it was noted during a video follow-up visit on (B)(6) 2024, the patient experienced dermatitis characterized by skin irritation and itching on the scalp. The patient was prescribed hydroxyzine hydrochloride to address the pruritus as well as topical clindamycin and clobetasol. Attempts to contact the prescribing physician for additional information were made, but no response was received.